Event description:
It was reported that during a hand assisted right colectomy procedure, when the surgeon reattached and inserted his hand, the seal cap assembly tore. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.